Event description:
Surgiwrap was placed during a c-section between the uterus and abdominal wall in 2004. One month later, the patient had an exploratory lap for a suspected abdominal abcess. There was a diffuse inflammatory response which required a partial omentectomy and uterine resection. Tissue and remnant surgiwrap were explanted.

Manufacturer narrative:
Surgiwrap remnants were removed during a partial omentectomy and uterine resection one month after it was placed between the uterus and abdominal wall. The patient files were not available for review, so no conclusion is able to be drawn with the available information. Labeling, manufacturing, and sterilization process reviews did not reveal any errors, omissions, or other abnormalities.